Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, for birth control. On or about (B)(6) 2013, plaintiff underwent the essure procedure. On or about (B)(6) 2014, her physician told her that the device had migrated out of the left fallopian tube and that she required tubal removal surgery. Shortly after, plaintiff had tubal removal surgery. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year later her physician told her that essure device had migrated out of the left fallopian tube. Shortly after, she had tubal removal surgery. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact mechanism of the event was not specified. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year later her physician told her that essure device had migrated out of the left fallopian tube. Shortly after, she had tubal removal surgery. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact mechanism of the event was not specified. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of the left fallopian tube"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy, cesarean section, endometrial ablation in 2013 and tubal ligation in 2013. Concurrent conditions included obesity, hyperthyroidism, gerd, lateral epicondylitis, penicillin allergy, weight loss and hives. Concomitant products included aripiprazole, aripiprazole (abilify), citalopram, citalopram hydrobromide (celexa), duloxetine, duloxetine hydrochloride (cymbalta), levothyroxine, levothyroxine sodium, ondansetron (zofran), temazepam, thyrotrophin (tsh) and venlafaxine hydrochloride. In 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced disturbance in attention ("difficulty concentrating"). On (B)(6) -2015, the patient experienced rash papular ("rash/bmp"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), weight fluctuation ("weight gain/ weight loss"), arthralgia ("foot/elbow/ankle pain"), device expulsion ("expulsion of essure device") and back pain ("lumbar pain"). The patient was treated with surgery (unilateral salpingectomy (one side removal of fallopian tube) and surgery (endometrial ablation in 2013). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, rash papular, bladder disorder, urinary tract disorder, disturbance in attention, weight fluctuation, nausea, fatigue, arthralgia, device expulsion and back pain outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, disturbance in attention, fatigue, menorrhagia, nausea, rash papular, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for depression, hyperthyroidism, gerd, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram results revealed unilateral occlusion (right tube occluded), malposition of essure device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. The event added per pfs: depression, rash/bump, bladder problems, urinary problems, nausea, difficulty concentrating, expulsion of essure device, pain, fatigue, weight gain, abnormal vaginal bleeding, menorrhagia, foot/elbow/ankle pain, lumbar pain, abdominal pain were added.concurrent condition,medical history,patient demographic,concomitant medication and reporters added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of the left fallopian tube"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroidectomy, cesarean section, endometrial ablation in 2013, tubal ligation in 2013, depression and melanoma. Concurrent conditions included obesity, hyperthyroidism, gerd, lateral epicondylitis, penicillin allergy, weight loss, hives, asthma, diabetes, renal disease, hepatic disease and sickle cell disease. Concomitant products included aripiprazole, aripiprazole (abilify), citalopram, citalopram hydrobromide (celexa), duloxetine, duloxetine hydrochloride (cymbalta), levothyroxine, levothyroxine sodium, ondansetron (zofran), temazepam, thyrotrophin (tsh) and venlafaxine hydrochloride. In 2013, the patient had essure inserted. In 2013, the patient experienced the first episode of weight fluctuation ("weight gain/loss"). In (B)(6) 2013, the patient experienced back pain ("lumbar pain,pain (lumbar)") and pain in extremity ("pain foot"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced disturbance in attention ("difficulty concentrating"). On (B)(6) 2015, the patient experienced rash papular ("rash/bmp"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the second episode of weight fluctuation ("weight gain/ weight loss"), fatigue ("fatigue"), arthralgia ("foot/elbow/ankle pain"), device expulsion ("expulsion of essure device/fell out during uterine ablation"), migraine ("migraines"), headache ("headaches") and rash ("rash"). The patient was treated with surgery (she had salpingectomy(one side removal of fallopian tube)), surgery (endometrial ablation in 2013) and surgery (endometrial ablation in 2013). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression, rash papular, bladder disorder, urinary tract disorder, disturbance in attention, the last episode of weight fluctuation, nausea, fatigue, arthralgia, device expulsion, back pain, migraine, headache, rash and pain in extremity outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, depression, device dislocation, device expulsion, disturbance in attention, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, rash, rash papular, urinary tract disorder, vaginal haemorrhage, the first episode of weight fluctuation and the second episode of weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for depression, hyperthyroidism, gerd, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.9 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram results revealed unilateral occlusion (right tube occluded), malposition of essure device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information updated. Events: weight gain/loss, migraine/headaches, foot pain, rash were added. Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.